Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non malignant pain. A manufacturing representative (rep) reported that the patient discussed a paddle lead implant to gain right side coverage which was lost at their last lead revision in 2014. The patient mentioned that they are getting good coverage on the left side. The patient is experiencing lack of therapy in their right back. There was no information as to why the patient had a revision or why their right lead was not replaced in 2014. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2017 product type lead. Correction: please note device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient received a follow-up letter asking about details surrounding the lead revision. The patient said that one wire had wrapped around the other one. The patient¿s right side had a lot less pain, so she wasn t aware at first that the lead needed to be replaced. They took out the lead, but did not put one back in so the patient was no longer getting pain relief on her right side. The patient still had pain on the right side after the paddle lead implant, but was much better. With regards to the cause of the revision, the patient said that she had three very bad falls that may have contributed to it. The first fall occurred in 2013, maybe in late september. The second fall occurred in 2013, maybe in october. The third fall occurred in december of 2013. The patient noted that the patient was seeing a new doctor. The patient was to follow-up with a healthcare professional.